Event description:
Customer reported experiencing ongoing intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended, however, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.